Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 149 mg/dl. The customer reported that the insulin pump beeped and stuck button. It was reported that the troubleshooting was stopped and was advised to monitor the pump and call back if the issue comes up again. The insulin pump will not be returned for analysis.